Manufacturer narrative:
Four hours after deployment of an exoseal device for vascular closure, the patient developed a pseudo-aneurysm which required fibrin injection. The physician used a retrograde approach during the interventional procedure. Anticoagulation used during the procedure included angiomax, aspirin, and heparin. The patient¿s blood pressure at the time of the bleed is unknown. The exact act levels post procedure were unknown. The age and gender of the patient is unknown. The physician had used the device 50 times previously and was certified. The product was properly inspected and prepped and no anomalies were noted. A terumo 6fr sheath was used in the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. Vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the target site was previously closed with any closure device or manual compression within the last 30 days. It is unknown if there was any evidence of pre-existing hematoma, arteriovenous fistula, or pseudo-aneurysm at the access sire prior to use of the exoseal. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was successfully deployed. Approximately four hours after deployment of the plug the patient started bleeding from the puncture site. It is unknown what the patient¿s activity was when the bleeding started. The lot number and the exact date of event are unknown. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The exoseal IFU lists prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Access site retroperitoneal bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. The IFU indicates that the safety and effectiveness of the exoseal vcd has not been established in patients on angiomax (bivalirudin) or other thrombin-specific anticoagulants or low molecular weight heparin = 24 hours prior to the catheterization procedure. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported event. There is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
After use of the exoseal on the patient it was reported that bleeding occurred after taking off the bandage, approximately four hours later. The patient developed a pseudoanurysm which required fibrin injection. The physician used a retrograde approach during the interventional procedure. The age and gender of the patient is unknown. The physician had used the device 50 times previously and was certified. The product was properly inspected and prepped and no anomalies were noted. A terumo 6fr sheath was used in the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. Vessel diameter was verified to be greater than or equal to 5mm in diameter. It is unknown if the target site was previously closed with any closure device or manual compression within the last 30 days. It is unknown if there was any evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access sire prior to use of the exoseal. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath was locked properly against the cowling. An audible click was heard. An adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The plug deployment button was fully depressed and the plug was successfully deployed. Approximately four hours after deployment of the plug the patient started bleeding from the puncture site. It is unknown what the patient¿s activity was when the bleeding started. It is unknown how hemostasis was ultimately achieved. The patient was anticoagulated with angiomax, aspirin, heparin and gpiibiiia inhibitor. The patient¿s blood pressure at the time of the bleed is unknown. The lot number and the exact date of event are unknown.